Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the subject device confirmed the followings; 18 years have passed since the subject device was manufactured. The subject device was fully repaired in 2012. Since then, there is no repair history for the subject device. Instruction manual attachment showed that the service life of the subject device was 6 years. Therefore, omsc guessed that the reported event was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Endoscopic image of the subject device disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.